Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
An administrator reported that after an intraocular lens was implanted, it was exchanged for a different model lens of one diopter less power due to the patient was not satisfied with the vision. Additional information was requested.